Event description:
It was reported that while using the phacoemulsification system 2 patients experienced posterior capsule rupture during irrigation/aspiration. No medical intervention was required and no sutures were needed.

Manufacturer narrative:
No patient information was made available. Inspection and analysis of the unit is still in progress. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
Product is solo ia tip, straight, .3mm. The solo ia tip, straight, .3mm (model opo1a20str) phaco tip was evaluated by the manufacturer. Returned product investigation - both units show very little signs of usage with only light water marks and slight changing of the color noticeable that is consistent with the autoclave process. There are some light scratches near the port on one of the units but it has no effect on the port edge. Port size and shape are within specifications for both units. Manufacturing records review - a review of manufacturing records did not show any anomalies during manufacture and no scratches were noted on any of the units from this lot. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.